Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty connector on interface board. The insulin pump passed self-test. No alarms noted. The insulin pump received with cracked case at display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had multiple unexpected restarts and eternal ram error alarm. The blood glucose level was unknown. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.